Event description:
A customer reported that the screen on their insulin pump was dark and would not turn on, and attempts to reset it by following instructions from technical support were unsuccessful. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support determined that the pump would be replaced, and the customer expressed interest in obtaining an out-of-warranty loaner pump since the original one was out of warranty. Efforts were made to provide tracking information for the loaner pump, although there were some delays and communication issues with the shipping department.